Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead exhibited loss of capture. As a result, a lead revision procedure was scheduled and the rv lead was successfully repositioned. The cause of the loss of capture was determined to be a perforation. No additional adverse patient effects were reported.